Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation of the g132 scaler, there was no water flow due to rust buildup in the solenoid preventing proper operation, and debris buildup in the water filter and it was alleged the handpiece was heating up. No injury resulted.